Event description:
The customer reported leak of clear fluid on the right side of the coulter act diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On the day of the event, a field service engineer (fse) attempted some trouble shooting with the customer over the phone. The leak was located at tubing of the lyse pump; the tubing kept popping off. The customer did not want service to be dispatched. They are not under contract at this time and are waiting for contract to go into effect. The customer will call back when they are ready to have service dispatched. The root cause for the leak is attributed to the tubing at the lyse pump.

Manufacturer narrative:
(B)(4).